Manufacturer narrative:
The device condition was identified prior to any patient involvement. No information to suggest a device related adverse event was received. If additional relevant information is received a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.

Event description:
It was reported that the device had low battery voltage while still in its shelf box. The device was was not implanted. No patient complications have been reported as a result of this event.